Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected and needle holes in the needle chamber were noted. The position of the cam when valve was received was at setting 1. The valve was hydrated and was flushed. The valve passed the test no occlusion was noted. The valve was tested for programming and passed the test. The valve was leak tested and the only leak was from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried, and the siphon guard was removed. The valve was then pressure tested and the valve passed the test. Lot number unknown therefore manufacturing records could not be reviewed. No product problem found therefore no root cause could be determined. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the flow on the certas plus valve was poor and was revised. The valve was implanted due to communicating hydrocephalus after having external injuries. The initial setting was 3. However the flow was confirmed to be poor and CT images showed that the size of the cerebral ventricle has not become smaller. The patient had symptom of slight headache. The setting of the valve was 1. Therefore a revision surgery was performed and a new chpv was implanted. The setting was 3. The contamination of blood or cerebrospinal fluid was confirmed. Csf protein score is within the range.